Event description:
A malfunction alarm was reported due to a software error indicated by code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance in resetting the pump and, after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.